Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through the process of resetting the pump, and no further malfunction codes appeared after this action. The customer was advised to continue using the pump and to contact support again if any malfunctions reoccur, which the customer acknowledged and understood.